Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer performed a system check. The occlusion appeared to be within the infusion set tubing; however, the insulin was gel-like when exiting the cartridge. Reportedly, the customer had used humalog insulin for 4 days in the cartridge. The customer changed the pump supplies. The customer's blood glucose (bg) level was 600 mg/dl. A bolus was delivered and to address the bg level. At the time tandem technical support was contacted, the bg had lowered to 311 mg/dl.